Manufacturer narrative:
The alleged event is not confirmed. The device component was not returned to the manufacturing plant for investigation. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
A dialysis clinic biomed technician reported a dialysis machine with no power when the power button is pressed. When turned on the technician heard a noise and the machine was manually powered off. Follow up with the biomed technician indicates that scorch marks were observed on the original power board. Technician indicated that the heater rod, power board, and power switch was replaced. The machine was returned to service. There was no patient involvement with the reported event.